Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which lead to ventricular fibrillation (vf) detection which never lead to therapy delivery. The physician elected to explant and replace this lead due to the noise. A new lead was successfully implanted in its place. To date, there have been no adverse patient effects reported.